Event description:
Event description cpi received information this unipolar lead was capped. The patient with an implantable cardioverter defibrillator (ICD) and lead system was receiving inappropriate shocks. An invasive procedure was performed and the physician found one of the unipolar leads had insulation damage. The physician elected to replace the leads and ICD at this time. Two unipolar leads (both model 4313) were involved in the patient's lead system, cpi is unable to determine which serial has the problem, therefore will report on the serial 018568 lead at this time. Additional information, cpi determined the lead 4313/ 018686 had the insulation damage, not 4313/018568.

Manufacturer narrative:
Event conclusion additional info the lead 4313/01886 was removed and returned to cpi. Analysis found: the conductor coils were stretched and insulation was damaged, torn. Cpi's analysis was unable to determine the cause of the torn insulation.